Manufacturer narrative:
As the reported events were deemed unrelated to the implanted xience pro a stent, no investigation is required.b1, h1: events deemed not related to the device; therefore, a serious adverse event related to the device did not occur. H6: health effect - clinical code 1710 - removed. H6: health effect - impact code 4607 - removed

Event description:
Subsequent to the initial report, additional information was received. No in-stent restenosis was noted. The physician deemed the angina, with hospitalization for safety and observation, as unlikely related to the implanted xience pro a stent. The adverse patient effects are unrelated to the implanted stent. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed on (B)(6) 2019, treating a lesion in the mid right coronary artery (rca). The 4.0 x 28 mm xience pro a stent was implanted. On (B)(6) 2020, the patient presented to the emergency room with unstable angina pectoris. The patient was re-hospitalized for safety and observation. Angiography was performed and showed no intervention was necessary. No treatment was provided and the event resolved on (B)(6) 2021. It is unknown if the event was related to the implanted xience pro stent. No additional information was provided.